Manufacturer narrative:
Device evaluated?: analysis of the pump found a gear train anomaly of corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was explanted on (B)(6) 2016 and replaced. It was indicated that the pump was prophylactically removed to avoid battery depletion. After the device was removed, the patient recovered without sequela. The drug in the pump was reported to be lioresal.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving baclofen (dose, concentration, type and lot number unknown) via an implantable pump for intractable spasticity and other spasticity. The patient's medical history included a form of dystonia. Upon initial interrogation of the pump, numerous motor stalls and recoveries were seen. On (B)(6) 2016 at 01:46, a motor stall occurred and recovered on (B)(6) 2016 at 06:43. On (B)(6) 2016 at 16:49, another motor stall occurred and recovered on (B)(6) 2016 at 19:16. On (B)(6) 2016 at 12:14, another motor stall occurred and recovered on (B)(6) 2016 at 21:37. On (B)(6) 2016 at 22:35 another motor stall occurred and recovered on (B)(6) 2016 at 04:22. On (B)(6) 2016 at 07:44, another motor stall occurred followed by a stopped pump period may exceed tube set on (B)(6) 2016 at 07:44. The patient had not recently had a magnetic resonance imaging (MRI). On (B)(6) 2016, the patient contacted her physician about her symptoms of increased spasticity and loss of therapeutic effect. The physician thought the patient was going through withdrawal. As of (B)(6) 2016, the patient was inpatient. The physician wanted to replace the pump. The cause of the motor stall was not determined. Additional information has been requested regarding the missing drug information, the patient's medical history and concomitant medications and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.